Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed blister under the brown electrodes. The patient had a nurse visit and used an otc cream. The patient reported that the blister healed.